Event description:
It was reported that the patient had "passed out" and that there was a right ventricular lead fracture and loss of capture observed. It was further reported that a lead alert was triggered for high lead impedance and a polarity switch. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4047 competitor implantable pacing lead (B)(6) 2011.